Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified no damage or anomalies. Functional testing determined that both bladders inflated and maintained inflation pressures as required. Deflation of both bladders functioned normally. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the product was tested during inspection (before first use in a procedure) and during testing the cuff could not be released completely, some air still remained inside and machine still showed residual pressure. There was no patient harm. No adverse event was reported as a result of this malfunction.